Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was emitting multiple unexplained loss of prime alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/03/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/17/2014 with the following results:a review of the black box showed a loss of prime with non-zero force. The black box and alarm history also showed occlusion alarms. No loss of prime or occlusion occurred during investigation. The force sensor was found to be out of calibration. The pump cover was removed and the force sensor resistance was found to be in specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.